Event description:
I had surgery on my lower back on (B)(6) 2014. Dr. (B)(6) put the placement of the pedicle instrumentation using alphatec zodiac system from l3-s1 on my lower back. On (B)(6) 2015, I was in so much pain my wife called 911. Once they got me to the hospital they did a MRI and saw that 2 of the titanium screws were broken, and that the area where the screws were broken, it did not fuse together. I have not had the screws removed, because it is a high risk at my age and health problems. But at the time when I found out in (B)(6) 2015 was ok'd for surgery by my heart doctor, dr. (B)(6). Dr. (B)(6) said he couldn't do it because he was going on vacation. Then at another time, I was hospitalized for the same problem on (B)(6) 2015, I was prepped for surgery at (B)(6) hospital. Dr. (B)(6) didn't show up. Long story short, they are still in my back, and other dr's that we have contacted refuse to fix someone else's mistake. The broken hardware is still in my back. Has not been removed.